Event description:
During thoracentis, patient began to hemoptysize, become hypotensive and apneic. Resuscitayion was not successful. This was reported to the FDA on september 5, 1992. The manufacturer was no known at the time of the original report. The manufacturer is now being notified this date as per FDA requestinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated. Results of evaluation: design - human factors. Conclusion: device discarded - unable to follow-up, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.